Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges humidifier caught on fire causing property damages to residence and burned his foot while trying to move unit out.